Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter:jaw of the I-drive was abnormal - opening slower and closing faster than it should have been. When cartridge was fired, the firing speed of the product was too slow and among 4 cartridges, one of them was not fully fired (60amt). Patient involvement? Yes patient injury? No type of procedure: video-assisted thoracoscopic surgery (vats). Medical intervention required? No. Was re-intubation/re-cannulation necessary? No. Was surgery time extended by 30 mins or more? No. No reinforcement material was used. The partial firing was completed with another cartridge. No unanticipated tissue loss, no tissue damage, and no blood loss of 500cc or more.